Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and no hardware part were replaced. Imaging was possible by unplugging and plugging in the local area network (lan) cables on both the mobile viewing station (mvs) and navigation system sides. After that, imaging was performed twice, and normal imaging was possible. MDR codes are: b01, c13, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when 3d imaging was performed, a message "3d mode disabled navigation connected but not ready" was displayed on the mobile viewing station (mvs) monitor, so imaging could not be performed. Patient was present. There was no delay and no impact on patient outcome.